Event description:
The customer called into technical support (ts) reporting that the device has a low leak co2 rebreathing risk alarm. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The respiratory therapist (rt) stated that the patient was using an af541 mask with a clear elbow. Pt leak display was zero. The device was swapped out for another and switched to a blue elbow, but issue remains. No medical intervention provided to the patient nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and advised that the blue elbow is not the optimal set up. The customer stated the alarm cleared when the bottom port on the elbow was opened and patient leak display was 15. The remote service engineer (rse) advised customer to use a circuit with a dep to obtain correct circuit lead. The rse provided the customer with contact information for chris prices the account manager to discuss correct patient circuit set up.